Event description:
Boston scientific received information that this pg displayed a low out of range shock impedance measurement. Save to disk sent to technical services (ts) for review. Ts indicated there was a shock impedance fault. Ts suggested troubleshooting methods to determine root cause. No adverse patient effects reported. There is no plan at this time to perform a system revision.

Manufacturer narrative:
This pg remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this pg was explanted and replaced during the rv lead replacement procedure. This pg and associated rv lead were returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed there was a large arc mark on the back of this device. A shorted lead indicator was recorded on (B)(4) 2012 after a commanded 31 joule shock. The device was then programmed off. Daily measurements were within range. Further testing could not be performed as external arcing to the case is known to cause internal damage. Further testing can result in further damage.